Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator indicating that the therapy supply test failed. The device was evaluated at the customer site by a philips fse. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause was due to a component failure. The root cause of the component failure could not be determined. The issue was resolved by replacing the therapy capacitor, therapy pca (printed circuit assembly), and performing a firmware update. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the therapy supply test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.